Event description:
It was reported that during preparation for a percutaneous transluminal coronary angioplasty intervention procedure, the inner packaging was noted to be open. While preparing the quantum maverick balloon catheter, the inner packaging was already open, however the outer box was sealed as normal. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluation by manufacturer: the package received consisted of quantum maverick balloon catheter inside a carrier tube, a partially unsealed product pouch and opened product carton with no other devices. The product pouch seal was compromised. There was evidence of heat transfer on the product pouch. This evidence is conclusive that the pouch was sealed at one point. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. Brand name: corrected from quantum maverick balloon catheter to quantum(tm) maverick(tm). (B)(4).

Event description:
It was reported that during preparation for a percutaneous transluminal coronary angioplasty intervention procedure, the inner packaging was noted to be open. While preparing the quantum maverick balloon catheter, the inner packaging was already open, however the outer box was sealed as normal. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.